Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
It was reported that while removing a pod6 coil from its packaging, the technologist inadvertently dropped the coil onto the floor. The pod6 coil was dropped prior to use and therefore, was not for the coil embolization procedure. The procedure was completed using a new pod6 coil.